Manufacturer narrative:
(B)(4). Device evaluation: the report that the needle cannula separated from the hub was confirmed. Returned was an 18ga introducer needle. The needle cannula was separated from the hub. The needle cannula had a flattened area approximately half way down the shaft where it had been grasped with forceps or a clamping tool. There was adhesive visible on the cannula both where it entered the hub and where it was inside the hub. The hub itself did not exhibit noticeable signs of adhesive. The photos of the sample were reviewed with the manufacturing facility. The engineering department reported that the observed amount of adhesive was fully sufficient and that it is common that the adhesive remains on the needle cannula only. In addition, the bond between the cannula and hub is checked 100% with a pull test station in the assembly machine. The od of the cannula measured 0.0499 inches, which met specification of 0.0495 - 0.0505 inches per cannula graphic. The length of the cannula measured 2.875 inches, which was also consistent with cannula graphic. A review of the device history records for the needle did not reveal any manufacturing related issues. Based on the condition of the sample and the report that the separation occurred during use, operational context caused of contributed to this issue. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU when the needle was being removed through the guide, the needle released from the plastic hub. The md noticed it and was able to remove both the hub and cannula without issue. The procedure kept on without any problem. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.